Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's caregiver called in and reported that for the past few nights the patient has not been able to do treatments due to some blockage on the catheter. The patient's peritoneal dialysis nurse reported the patient was in the hospital due to not being able to complete treatments. Additional information from the patient's peritoneal dialysis nurse revealed the patient is still in the hospital for fluid overload. The nurse had the patient's son bring the cycler into the clinic for review. During the review of the patient's treatment data of the cycler it was discovered that the patient was unplugging the cycler during treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.